Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported the roadmap image disappeared when the image was magnified. No pt injury was reported.